Event description:
It was reported that during deployment of a multi-link stent in extremely tortuous anatomy and using a modified rhv to create a bloodless system. Resistance was met. The stent delivery system was then inflated and the system retracted with no resistance. However, upon removal it was noted that the distal portion of the membrane was missing. The lesion did not appear to be stented. An attempt to advance the predilatation balloon was unsuccessful. The patient was stable throughout. The pt was sent for bypass surgery two days later at which time the stent was found in the lm/aorta with the elastic membrane attached. Reportedly, the stent did not appear deployed, but was severely damaged. The patient has since been discharged.